Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and the patient experienced nerve stimulation and diaphragmatic symptoms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.